Event description:
It was reported that an ipump had a missing clip. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information or a sample becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection it was identified that the pump was missing the pca retainer clip. The reported condition of a missing clip was confirmed, however the cause could not be determined. The device was received in an incomplete condition, therefore further testing was not possible. This device has been removed from service and has been sent for destruction.